Event description:
It was reported by a customer in (B)(6) that, the ht70 ventilator generated a continuous alarm, which could not be turned off by pressing the alarm silence button, and it was forcefully stopped. Upon inspection, the caregiver found that the pressure meter was not functioning, and there was no gas delivery. The pt was ambu bagged, and transferred to another ventilator while being hospitalized. There was no reported pt injury.

Manufacturer narrative:
Although requested, there is no add'l info currently available regarding the event and/or the eval or repair of the device. (B)(4).

Manufacturer narrative:
Additional information was received from (B)(6) clarifying the event: there were no error messages displayed, and only a continuous alarm was generated. The user is a homecare patient. However, it is unknown if the patient is ventilator dependent. The reported condition couldn¿t be duplicated during all performed tests. Although, no malfunction was detected on the unit, a transient failure of the main control board was suspected, and as a precaution, it was replaced. (B)(4).

Manufacturer narrative:
(B)(4). An single board computer (sbc), from an ht70 ventilator, was received for evaluation. The field service engineer (fse) was unable to duplicate the reported malfunction. Visual inspection found no anomalies. Performance tests were performed. The unit was power cycled multiple times and starting ventilation each time without any issues. Additionally, it was left running for an extended period of time, with no alarms or any other symptoms being observed. The unit passed all tests and calibrations, and it operated within the manufacturing specifications.